Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at approximately 3:37 pm cst, the patient called reporting concerns about blood glucose fluctuations after being on the ilet pump for about three weeks. The patient stated she is sensitive to insulin and previously experienced high bg levels, prompting her trainer to make adjustments to her settings. Since the changes, the patient reported going low, with a bg of 50 mg/dl earlier that day. She treated the low with glucose tablets, orange juice, and grapes, and her bg subsequently rose to 149 mg/dl. The patient reported feeling dizzy during the event. The agent advised the patient to contact her healthcare provider or trainer to review and adjust settings as needed. The patient requested assistance in contacting another trainer (B)(6) since her original trainer was unavailable. The agent instructed the patient to call back if issues persisted or to seek emergency services if severe hypoglycemia occurred. The lowest bg recorded during the event was 50 mg/dl, and the patient remained below the target range (70¿180 mg/dl) for approximately one hour. No ketone testing was performed, and no professional medical intervention was required. Backup therapy consisted of carbohydrate intake, and no additional assistance was needed beyond the patient¿s self-treatment.